Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a revision procedure and the physician found out that one of the spinal cord stimulator (scs) leads had high impedance. The patient's ipg and lead were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 292630. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI#): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 230872. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI#): (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.